Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During the in-coming inspection by distribution center stuff, the shaft of the device was found bent and the blade edge of the drill became worn. After reviewing the sr, sharpness of the drill is bad at the same operation when cat# 2107-2200 was used.

Manufacturer narrative:
Visual inspection confirms the material wear of the drill which is due to usage, likely through contact with a hard material. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
During the in-coming inspection by distribution center stuff, the shaft of the device was found bent and the blade edge of the drill became worn. After reviewing the sr, sharpness of the drill is bad at the same operation when cat# 2107-2200 was used.